Event description:
The device was returned after it over-infused 300 ml of an unknown solution. The customer reported that a patient took the pump outside while having a cigarette. In the process, an over-infusion reportedly occurred. Since the hospital staff assumed that the patient caused the over-infusion, they did not immediately remove the device from use for investigation. No patient injury was reported.